Manufacturer narrative:
One device was received and evaluated. Visual inspection found the knob was cracked. There was a problem found with the rotary flow valve. The rotary flow valve was found to have insufficient friction which allows the attached tubing to push or pull the tidal volume control away from maximum or minimum end-stops. The root cause is manufacturing and there is a corrective action open to capture events of this nature.

Event description:
It was reported that during preventative maintenance the rotary flow valve was found faulty. No patient involvement was reported.